Manufacturer narrative:
A service technician investigated the operating room table column. There was no malfunction of the device. Maquet believes user error is the root cause of the event. After the inspection, the service technician educated the customer in the proper usage of the table to prevent a recurrence. The safety notices included in the user manual ga118001en16 (pages 18 to 24) instruct operators to ensure there are no objects under the table system before lowering the unit to avoid injury and property damage. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
When adjusting the tilt/angle in the low position of the operating room table, an arm board mounted to the tabletop collided with a floorboard step used by the surgeon. Unaware of the collision, the operating room staff continued to adjust the tabletop which resulted in the table's pedestal base lifting off of the floor. During the procedure, under the combined the weight of table system and the patient, the table dropped down and the pedestal came down on top of a nurse's toe. The nurse sustained a fracture to the big toe of the right foot. (B)(4).